Event description:
It was reported that third party parts allegedly needed to be replaced. It was reported there was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for sn(B)(6) was performed from date of manufacture 06/13/2009 to the present date 10/24/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The investigation is still pending. If new information is obtained, a supplemental MDR will be submitted.

Event description:
It was reported that third party parts allegedly needed to be replaced. It was reported there was no patient involvement.